Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three months post implant of this annuloplasty band in the mitral position, this device was explanted and replaced with a bioprosthetic mitral valve due to increased leakage of the native valve relative to prior to the device implant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this annuloplasty device was replaced with a mechanical mitral valve, not a bioprosthetic mitral valve as was initially reported. If information is provided in the future, a supplemental report will be issued.